Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, at a follow-up on (B)(6) 2016, the ventricular lead impedance was measured higher than 3000 ohms and threshold test showed no capture. Tests performed with a psa on the ventricular lead showed same results. Ventricular lead was abandonned and the subject device replaced. It should be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, at a follow-up on (B)(6) 2016, the ventricular lead impedance was measured higher than 3000 ohms and threshold test showed no capture. Tests performed with a psa on the ventricular lead showed same results. Ventricular lead was abandoned and the subject device replaced. It should be returned for analysis.

Event description:
Reportedly, at a follow-up on (B)(6) 2016, the ventricular lead impedance was measured higher than 3000 ohms and threshold test showed no capture. Tests performed with a psa on the ventricular lead showed same results. Ventricular lead was abandonned and the subject device replaced. It should be returned for analysis.